Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirms the reported event of tip breakage. The root cause is being attributed to misuse. The 242101000 in-condl chisel is not designed to be used as a removal tool. The initial reporting stated the instrument broke while removing the femoral component. Utilizing the instrument for prying can contribute to fracture due to overload exceeding the ultimate strength of the material. Based on the determination of user error as a contributing factor to the fracture, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: the instrument associated with the reported event was not returned. A search of the complaint database against product code 242101000 found additional reports of tip breakage. Previous investigation of broken tips by the depuy warsaw material research department determined the fracture of the chisels is caused by ductile overload. Fracture due to overload indicated that single force was applied exceeding the ultimate strength of the material. No material defects were observed in the chisel that could have contributed to fracture initiation and/or propagation to failure. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
During explantation of the femoral component, the tip of this osteotome was broken and lodged in the cement; it was retrieved from the patient. No surgical delay was caused.